Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2018, that on (B)(6) 2018, the receiver displayed an err121. No additional patient or event information is available. The receiver has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A charge and boot test was performed and failed. The receiver logs could not be downloaded because the receiver could not communicate with the global tool. The reported event of an error icon display could not be determined. A probable cause could not be determined.